Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)). Device evaluation indicated that the complaint was not verified. The device was in hibernation and it was fully recharged in two charging cycles. The patient program was active during the charging time. The battery depletion and sleep current rates were within the expected ranges, 8.48 mv and 85 ua respectively when the device was turned off. Visual inspection indicated that there were tool marks on the case.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.